Event description:
Per importer's MDR: mrd decision date: (B)(4) 2013 - seh. No serious injury alleged. Malfunction alleged. Dealer stated that the canes breaking below mount of propel bacl. MDR filed.